Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm and no battery out limit alarm during test noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. The customer's blood glucose reading was 126 mg/dl at the time of incident. Troubleshooting found that the display did not return after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.